Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer of an interlink injection site was deformed. It is unknown at what step of the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was returned for evaluation. Visual inspection identified that the male luer of the injection site was deformed. This confirmed the reported condition. The problem was determined to be caused by a machine or equipment at the manufacturing facility. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.